Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed itching and a rash in the area of skin close to where the stent had been implanted, in the subclavian, approximately 6 months earlier. The patient reported that she had/has a metal sensitivity but was not asked prior to the stent implantation. She is being treated with a prescription of triamcinolone cream which she must apply twice daily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.